Event description:
MFR report #: 3010668881-2025-00006. A needle-like foreign object was identified by the attending physician in a case involving the use of nv sheet. The needle-like foreign object was discovered when the attending physician examined the nv sheet that had been opened by a nurse and placed in a petri dish. The foreign object was removed from the nv sheet, and the sheet was used as intended. There was no health injuries to the patient and no surgical delays.